Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed decreased ventricular sensing resulting in undersensing and a ventricular impedance alert noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.